Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube lip o-ring and cracked case near display window corners noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump was wear and tear. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.